Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm force bipolar instrument had a disconnection. Isi completed follow-up and obtained the following information: it was confirmed that the ¿black conductor wire broke in half¿ on the force bipolar instrument. There was no thermal damage or loss of cautery and no fragments that fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm force bipolar instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken conductor wire at the force amplification pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage.